Manufacturer narrative:
The customer received a replacement device. Stryker evaluated the customer¿s device at the product assessment center (pac) and was able to verify and duplicate the reported issue. The root cause of the issues is isolated to the reed switch sw5. The device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon investigation, stryker observed that the device does not power on when the lid is opened. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.